Manufacturer narrative:
Qn#(B)(4). The customer returned one ra catheterization device for evaluation. The device contained obvious signs of use in the form of biological material. Visual examination revealed an overall slight curve near the distal end of the guide wire. The outer diameter of returned guide wire measured to be 0.437 mm which is within specifications of 0.432-0.457 mm per product drawing. The returned guide wire was able to advance and retract within the ra assembly. A manual tug test confirmed the distal weld was fully intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guide wire kinked while in use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guide wire kinked while in use.